Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited undersensing and high pacing thresholds. Additional information indicated that the patient rarely had undersensing during fine atrial fibrillation (af). Moreover, the physician opted to replace the lead since the patient had chronically high pacing thresholds in the past while intervening for the device upgrade. This ra lead was surgically abandoned. No additional adverse patient effects were reported.